Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on jun 28, 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Case was swapped out and insulin pump powered up successfully. A multimeter and test probes were used to determine an open fault on the positive terminal of the harness assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and minor scratches on lcd window. Blank display due to open trace on the harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.